Manufacturer narrative:
There was no bottom cover failure observed during inspection; no components were damaged. The cover was just refitted. No other repair was needed. The ceiling lift is not serviced by arjo. The review of previous complaints revealed that the bottom cover may detach due to several reasons: damaged mounting points of the cover; improper installation of the cover after the last service; loosening of the bottom cover due to the ceiling lift movements along the rail/ accidental hitting. As the information provided by the customer is very limited, none of the above-mentioned scenarios could be confirmed. If the customer discloses any further details, the investigation will be resumed. In summary, the maxi sky 2 was used to transfer the patient when the cover detached. The device did not meet its specifications. The complaint decided to be reportable due to the bottom cover detachment.

Event description:
Following the information reported, the bottom cover of the maxi sky 2 detached and hit the caregiver's hand. This occurred when the caregiver started the transfer. No information regarding the caregiver's injury was provided. No patient's injury occurred. Arjo sales team was informed about this issue during a conversation with the customer. The same issue occurred twice at the same facility- another one was reported with the manufacturer report no.: 9681684-2025-00002.

Manufacturer narrative:
The investigation is still ongoing. Note: UDI: (B)(6). The device is distributed outside the us and no gudid information exists.

Event description:
Following the information reported, the bottom cover of the maxi sky 2 detached and fell on a caregiver. This occurred when the caregiver attaching the sling to the ceiling lift. This caregiver was out of work due to this event. No information regarding caregiver's injury was provided. Arjo sales team was informed about this issue during a conversation with the customer. The same issue occurred twice- another one was reported with the manufacturer report no.: 9681684-2025-00002.

Event description:
Following the information reported, the bottom cover of the maxi sky 2 detached and fell on a caregiver. This caregiver was out of work due to this event. Arjo sales team was informed about this issue during a conversation with the customer. The customer did not disclose any details concerning this issue and the device involved. It was only mentioned that it was a maxi sky 2 ceiling lift. The same issue occurred twice- another one was reported with the manufacturer report no.: 9681684-2025-00002.

Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation. Date of event (section b3) was estimated based on the awareness date. H3 other text: not made available by the facility.